Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. One similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -11.50 into the patient's left eye (os) on (B)(6) 2018. The surgeon reports low vault. The lens remains implanted and the patient will continue to be monitored.